Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2013-90337. Mfg. Report 1 of 2, medwatch report # 3004209178-2013-90336.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 460mg/dl. The caller mentioned having air bubbles in the tubing. No further information was provided.